Event description:
It was reported that the patient experienced a lack of therapeutic effect. Impedances were checked and came back greater than 40,000 ohms on "lead and extension ii." Invasive investigation will take place to determine if the lead, extension or battery can be isolated as the issue. It was noted that there was no harm or injury to the patient. Additional information had been requested, but was not available as of the date of this report.

Event description:
Additional information reported indicated the patient had a surgical intervention to check the connection/header of the implantable neurostimulator (ins). The results of this testing came back, "okay". Another surgical intervention was performed on (B)(6) 2012, where the physician interchanged extensions into opposing ports in the ins. High impedances were found and the common factor was port ii. The surgeon replaced the ins and high impedances were still found on port ii. The physician tried switching extensions into opposing ports, again. The same result was found, with high impedances in port ii. It was noted that the patient was "okay", but had symptoms of not having full therapy delivered by the ins. Further interrogation of the explanted neurostimulator showed that it was "programmed to 0-7 electrodes so that no [electrodes] are lit up on port ii". This was said to have solved the problem. It was also reported that on the explanted device, the poles 7-10 were programmed resulting in the reported high impedances. It was noted that the device was not designed to be programmed to these poles. Therefore, it was concluded that the reported high impedances were due to a programming mistake. The patient was scheduled to see their physician about their current ins, as it is suspected that this may be the issue with the new device as well. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis of the internal neurostimulator model # 37601, serial # (B)(4), found no anomalies.

Manufacturer narrative:
Lead: model 3387, lot# 30818252k, implanted: unk, explanted: unk. Lead: model 3387, lot# 30818251k, implanted: unk, explanted: unk. Extension: model 3785-60, serial# (B)(4), implanted: unk, explanted: unk. Extension: model 3785-60, serial#(B)(4), implanted: unk, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).